Event description:
It was reported that a medical student inserted a foley catheter with assistance of a surgical gynecology resident during laparoscopic hysterectomy and urine started leaking due to holes in the tubing. Hence the catheter was removed and new foley catheter kit was opened and inserted.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that a medical student inserted a foley catheter with assistance of a surgical gynecology resident during laparoscopic hysterectomy and urine started leaking due to holes in the tubing. Hence the catheter was removed and new foley catheter kit was opened and inserted.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be "inadequate material selection". It was unknown whether the device had met relevant specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: ¿caution: do not aspirate urine through drainage funnel wall. Single use only. Do not reuse. Do not resterilize. For urological use only. Valve type: use luer slip syringe. Do not use needle. To deflate catheter balloon: gently insert a syringe in the catheter valve. Never use more force than is required to make the syringe ¿stick¿ in the valve. If you notice slow or no deflation, re-seat the syringe gently. Allow the balloon to deflate slowly on its own. Do not aspirate or manually accelerate the deflation of the balloon. If permitted by hospital protocol, the valve arm may be severed. If this fails, contact adequately trained professional for assistance, as directed by hospital protocol. Visually inspect the product for any imperfections or surface deterioration prior to use." The device was not returned.